Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time was off by 30 minutes, cause was unknown. Customer's blood glucose level is 277 mg/dl customer corrected the time and resumed insulin therapy.